Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely (B)(6) infection and the electrode array had extruded and was inside the ear canal. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
The patient was on immunosuppressives and reportedly developed a (B)(6) infection. At a follow-up visit the ear canal was noted to be eroded laterally and the extruded electrode array was visible in the canal. As a result the device was explanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was on immunosuppressives and reportedly developed a (B)(6) infection. At a follow-up visit the ear canal was noted to be eroded laterally and extruded electrode array was visible in the canal.